Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an audible notifier. The patient was concerned about the notifier and attending the clinic out of schedule, but not overtly compromised apart from mild palpitations. The pacemaker was found to be in backup vvi. The device was reprogrammed back to normal function.